Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that self-resolved. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed. The console (ic8510) was sent back for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence and was unable to be reproduced. The root cause of the issue was not determined since failure could not be reproduced. This report is being filed as part of a retrospective review of historical records.